Manufacturer narrative:
Vyaire file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, this device was evaluated by the customer who identified that the failure was associated with a faulty main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault. The customer confirmed that there was no patient involvement associated with the reported event. The reported issue was detected during setup prior to patient use.